Event description:
It was reported the patient's device was removed due to infection. It was stated there was redness and swelling around the device implant site on the lower right abdomen. The patient outcome was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implantation of process improvement.